Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The handle was attached to a representative charger and fully charges successfully with no error, the reported condition could not be replicated. Analysis of the system logs show that the handle as on the charger for 2 day and 14 hours and the battery level when taken off the charger was at approximately 1% confirming the reported condition. The bq rsoc however reported greater than 92%. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the cause of the handle not charging. However, probable causes could be attributed to the charger but without the physical product, a definitive root cause could not be identified without the charger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left hemicolectomy procedure, at the first firing, the handle charge was checked in the morning. After that, the handle was installed in the shell at the beginning of the operation. When it was used, it was in a state that the power was off and it did not operate. The surgeon tried to use an alternative shell, but there was a similar situation. When the handle was returned to the charger, the software started up for a while and the indicator flashed green, as if it was charging, but then the indicator illuminated red. Even if the surgeon tried to remove the handle from the charger, it would not start up. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.